Event description:
A nurse reported that during surgery, they the lens was stuck in a cartridge, the surgeon feared that the lens was damaged and therefore opened a replacement lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified company cartridge. The lens model is only qualified for use in the company cartridge up to 27.0 diopters. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge combination. The lens model is only qualified for use in the company cartridge up to 27.0 diopters. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product has not been received to evaluate. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).